Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product sample. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 06nov2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the registered nurse that the toothbrush comes apart. No additional information was provided.